Manufacturer narrative:
Investigation description: the device was placed on a charge pad where it would not power on. The device was about to be disassembled where it was noticed that the display assembly was no longer adhered to the housing. The batter was substituted with a reference battery and the device powered up but would not charge. The original battery was reconnected and the device powered into the low power menu and placing it on a charge pad resulted in the device boot looping. It is likely that liquid had entered the device and caused the user's described malfunctions.

Event description:
It was reported that an ilet user experienced inability to charge the device, intermittent blue status light behavior on the charging pad, unresponsive touchscreen progressing to loss of screen visibility, and inaudible alerts, with the pump not showing restart activity despite app-initiated restarts; the user reported blood glucose fluctuations, higher a1c, and prolonged fasting to avoid treatment while using a dexcom g7. Symptoms included perceived glycemic instability. Outcomes included user burden and disruption to therapy management. Investigation included customer interview, troubleshooting guidance, and arrangement for device replacement and data management education. Investigation of this case revealed a reported device malfunction involving the display and charging status indication with no screen damage observed by the user. It was concluded that the event involved a malfunction of the device user interface and charging functionality, and the user was transitioned to a replacement device with instructions and backup therapy available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.